Manufacturer narrative:
In speaking with olympus technical assistance support (tac) via phone, the customer was advised to have an olympus endoscopy support specialist (ess) visit the facility to see if there was an issue with the reprocessing. An olympus endoscopy support specialist (ess) had been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service/customer competency covering the evis exera duodenovideoscope. During the reprocessing in-service, the customer stated the facility did not use the air/water channel cleaning adapter (mh-948) and the washing tube (mh-974) during precleaning. During manual cleaning the customer also stated the facility did not use the suction cleaning adapter (mh-856). The customer did not want to cover certain pre-cleaning steps, manual cleaning, suction steps, manual high-level disinfection, rinsing, alcohol flush, or sterilization. The in-service included cleaning information as contained in the olympus ontrack document. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals. A copy of the reprocessing manual, olympus ontrack form and the tjf-160f/vf cleaning and disinfection checklist was emailed to the customer. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope had been cultured twice and tested positive. The scope was sent for a third culture and was pending the results. The customer had inquired what to do if the scope did not pass the third culture. The positive culture was detected through internal biological testing of the scope. The customer was unsure what part/location of the device the microorganisms were detected from. The microorganisms detected were gram-negative bacteria and staphylococcus. The device was not used on a patient with known infection of the same microorganism. The device sampling and culturing was routine testing. The evis exera duodenovideoscope was the only scope related to this event. There were no patients infected. Environmental factors were not being investigated. It was unknown if genetic testing was performed about bacteria detected from the endoscope and the patient. Whether the strains of bacteria detected from the endoscope and patient were the same were not applicable. The positive culture was detected on (B)(6) 2022. The device was taken out of service on (B)(6) 2022. The endoscope was not used in between the date of detection and isolation of the device. No patients were involved. Additional information was received from the customer. The third culture was negative. Reprocessing had corrected the issue. Training was provided to the staff by olympus. The scope would not be returned to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Preparing the equipment for reprocessing has description on air/water channel cleaning adapter: mh-948, washing tube: mh-974, and suction cleaning adapter: mh-856. Olympus will continue to monitor field performance for this device.